Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump battery compartment was cracked, and the top of the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/10/2014 with the following findings: a review of the pump black box data revealed multiple unexplained pump reboots. During a visual inspection of the pump, no damage was found to the battery compartment. The returned battery cap was worn on the top; however, the threads were intact and the cap secured properly to the pump. The pump was exercised for 24 hours with no power interruptions. The battery cap was removed without difficulty. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found.